Manufacturer narrative:
Correction: e1 results of investigation: it was reported that tc plus femoral component was revised due to breakage and wear of the efk tibia inlay (legal manufacturer ohst). The device, used in treatment, was not returned for investigation. The production documentation review did not reveal any deviation from standard procedures. A clinical assessment could not be performed, as no documentation was provided. The complaint history was reviewed, there were no further complaints reported in the past for the batch in scope. The combination of the tc plus femoral component and the efk tibia components from legal manufacturer ohst is not approved by smith and nephew. To what extent this combination contributed to the reported failure cannot be assessed. Abrasion of implant surfaces are listed among the possible side effects of knee implants in the IFU (lit. No. 12.24 ed. 07/10). The reported failure mode in cover through the risk management. Based on the available information the root cause for the reported wear cannot be determined. Furthermore, the failure mode cannot be confirmed. At this time, no further action are deemed necessary. Should additional information or the product become available, this complaint will be reassessed. Smith and nephew will monitor the device for further similar issues. Legal manufacturer ohst was informed by smith and nephew about the complaint.

Event description:
It was reported that revision surgery was performed due to material failure with fracture of the inlay and severe inlay wear.